Event description:
(B)(6). It was reported that during a stenting treatment procedure, incomplete apposition occurred. The 95% stenosed and 14mm long target lesion was located in the non-calcified and non-tortuous mid left anterior descending coronary artery (lad) with a reference vessel diameter of 4.3mm. The lesion was treated with direct stent placement of a 3.0x16mm taxus liberte stent. Post-stent deployment intravascular ultrasound (ivus) revealed incomplete apposition of the stent. It was treated with post-dilatations using a non compliant balloon resulting in 0% residual stenosis and timi-3 flow. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
The lay user/patient's products have been returned and evaluated by lifescan product analysis with the following findings:the meter passed all testing with no faults found. The control solution was also tested and the primary complaint was not confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the control solution result of "5 mmol/l" obtained on the onetouch ultra2 meter falls below control solution range. On september 27, 2010, this medical surveillance specialist obtained follow-up answers from the patient to clarify information obtained during the initial phone call. The patient tests his blood glucose once per day, one day before breakfast and then next day before supper, and so on alternating between the two day interval. The patient's diabetes is managed with a combination of oral medication and insulin. The patient takes a fixed dose of insulin and oral medication regardless of the lfs meter readings. On (B)(6) 2010 at 9 am, the patient obtained a blood glucose reading of "9.2 mmol/l" on the subject meter, which he felt was inaccurately high. At 10 am, the patient claimed the control solution test failed on the subject meter and test strips. The patient took his usual diabetes medication and ate as usual on the day of concern. At 3 pm, the patient reportedly developed symptoms described as "eyesight went fuzzy and was seeing lines." Self treatment with glucose tablets was promptly administered at the same time. His symptoms abated with 5 minutes. There was no blood glucose reading taken at the time of concern. Later that night at 7 pm, the patient tested at '8.4 mmol/l" on the subject meter. The patient explains that he does not know how the reported symptoms and treatment could have been prevented as he did not alter his food or diabetes medication based on the lfs meter reading. According to the troubleshooting performed with customer service, the product issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly developed symptoms that can be associated with hypoglycemia and received treatment accordingly after the product issue began.

Event description:
Distributor rep reported that the 1x3 neuro pattie sponges had 11 sponges on the card and should have had only 10.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510k #k053529.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.